Event description:
Customer reported a monitor problem. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the video splitter board. System operates as intended.